Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complications: broken modular neck component; metallosis and osteolysis; adverse tissue reaction.